Event description:
On an unk date, a gore propaten vascular graft was implanted in an above-knee femoro-popliteal bypass procedure. Approximately three weeks post implant, the pt presented with an exposed graft and an infected wound in the distal portion of the implant. Reportedly, puss was drained. The infected area was cleaned and a wound vacuum was placed.